Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, on (B)(6) 2014, the patient was prescribed oral antibiotics due to skin overgrowth and infection at the abutment site. The implanted device remains.